Manufacturer narrative:
The inverter for the imaging system was returned to the manufacturer for evaluation. Testing found that capacitors on the unit were open. The power supply board, starter, generator power control board and x-ray tube have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The pcba supply board was returned to the manufacturer for analysis. The pcba supply board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pcba generator was returned to the manufacturer for analysis. The pcba generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The tube x-ray was returned to the manufacturer for analysis. Analysis found that the 3d acquisition failed at 120/125 kv at 25 ma and a generator overload message on the mobile viewing station (mvs). Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that during a 3d image acquisition, prior to completion, additional error codes appeared. It was noted that the filament on the generator control board was inconsistent with readings. The representative reported that after replacement of the hv tank for the imaging system, the system could perform image acquisitions. It was noted that during tank calibrations, the supply board booster and starter did not function as designed. The representative returned to the site and replaced the starter, booster and supply board. Once the inverter was replaced, an error message related to the tube displayed. The representative then replaced the tube for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The hv tank for the imaging system was returned to the manufacturer for evaluation. Testing found that an open occurred between multiple points within the tank. It was noted that the resistance between two connectors failed. It was noted that the tank passed visual inspection. No additional components have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was unable to perform image acquisitions. The reported issue occurred while testing the imaging system. It was reported that two error codes appeared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis on the starter control board was completed by medtronic personnel. Testing was unable to replicate the reported issue.